Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
In bern klinik permanence, a pka procedure had to be finished manually as we could not finish to burr the posterior part of the tibia and the medial peg. The doctor had to finish the procedure manually. Surgical delay of 30min. Not longer. No other consequences reported.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: an event regarding inability to finish burring involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inability to finish burring. There were only 0 other reported events. Conclusion: after consulting with the mps responsible for this case to gather more information on the event; I was informed that the issue that occurred was due to the physician still becoming comfortable using the robot and inexperience with the system. Since this case there were no similar issue with this robot or physician. The logs indicate that there was no issue with the system and it behaved as intended, and the mps was unable to provide additional information on the event.

Event description:
In bern klinik permanence, a pka procedure had to be finished manually as we could not finish to burr the posterior part of the tibia and the medial peg. The doctor had to finish the procedure manually. Surgical delay of 30min. Not longer. No other consequences reported.